Manufacturer narrative:
Based on the available information, the bench repair engineer evaluated the device and determined that the cable to the processor pca (printed circuit assembly) was faulty and needed replacement. A service quotation was provided to the customer, but it was canceled as the customer did not respond to the quote. As a result, no work was performed by philips. We are unable to confirm the final disposition of the device since the customer did not accept the service.

Manufacturer narrative:
Correction: updated from cable to processor pca to processor pca based on the available information, the bench repair engineer evaluated the device and determined that the processor pca (printed circuit assembly) was faulty and needed replacement. A service quotation was provided to the customer, but it was canceled as the customer did not respond to the quote. As a result, no work was performed by philips. We are unable to confirm the final disposition of the device since the customer did not accept the service.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that "there was a problem opening the device." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Event date updated to 09/25/2024. Based on the available information, the bench repair engineer assessed the device and found that it was continuously restarting and not processing correctly due to a faulty processor pca (printed circuit assembly). A service quotation for the processor pca was provided to the customer, but the customer declined the offer, and the device was returned to the customer.